Event description:
Through the literature article "the utilization of an absorbable mesh after ostomy reversal does not decrease incisional hernia rates," the authors report a retrospective review of ileostomy and colostomy reversals at a single institution between january 2015 and july 2018 comparing outcomes between patients receiving absorbable mesh reinforcement and those who did not. There were 215 patients: 34 strattice; 2 alloderm; 30 phasix, 1 xenmatrix ab; 148 no mesh. The purpose of the study was to examine if the addition of absorbable mesh decreases the postoperative incisional hernia rate. In the biological mesh group which includes strattice, alloderm, and xenmatrix ab, the authors report the following complications; however, they do not specify complications by mesh type: hernia occurrence: 4/37 (10.8%) the authors also report that for all meshes including phasix, there were 3 (4.5%) superficial infections. The authors' overall conclusion is that "prophylactic use of an absorbable biosynthetic mesh did not alter the rate of incisional hernia rates following ostomy reversal in our cohort of patients. There was no significant difference in the overall mesh complications rates including sso[surgical site occurrences]/ssi [surgical site infections] between the two groups."

Manufacturer narrative:
Although the authors did not indicate whether they attributed any of the complications to the adm, this medwatch is being reported out of an abundance of caution due to the reported infection and re-herniation. Multiple attempts are being made for additional information, including lot numbers, graft tissue disposition and relevant patient factors; however, to date no additional information has been received. The lot(s) associated with these events were not reported and remain unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the events and the strattice could not be determined. If additional information is made available, a supplemental report will be submitted. This report concludes our investigation at this time.